Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One r2p destination slender was returned for product evaluation. The returned sample included the sheath and dilator. The sample was subjected to visual analysis. The dilator was inserted into the sheath but not fully mated. Approximately 0.4cm of dilator shaft was sticking out of sheath hub. The swage band was found to be fully within the sheath hub. The sheath was separated into four (4) pieces. All pieces were held together by a piece of coil. The first piece was connected to the hub and was measured to be approximately 65.6cm long. The distance between the first and second pieces was 2.4cm. The second piece was 2.6cm long. The distance between the second and third piece was 2.2cm. The third piece was measured to be approximately 2.4cm long. The distance between the third and fourth piece was approximately 4.2cm long. There was a very short piece of outer layer of sheath material that measured to be 0.3cm located between the third and fourth pieces. It was approximately 1.8cm from the third piece. The fourth piece was measured to be approximately 30.3cm long. There were signs of stretching near the breakage points. There was a region of compression from 16.6cm to 20.1cm from the sheath tip. The dilator was attempted to be removed from the sheath. However, it appeared that the dilator was stuck to the third piece of the sheath. The complaint can be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is the continued attempts at withdrawal in the face of spasm. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the procedure was a left radial access for common femoral intervention, with the patient under anthesis. The left radial artery was accessed using ultrasound with a 6 french slender 10cm sheath. This was a single wall with a radial cocktail given. The gwa .035 was advanced with ease, slender sheath was removed and a 6 french destination slender 95cm sheath was advanced over the gwa. Once the sheath reached the brachial artery it would not move forward or backwards. The contrast was injected through the sheath. Vessel was opened and was a large diameter. With the dilator in place the sheath was pulled back, at this time the outer sheath coil began to shear off, multiple attempts were made to treat spasm of the radial artery (nitro ia, nitro sub q, nitro paste) and stiff wires were tried to remove over. Ultimately the physician cutdown on the radial artery and was able to remove the sheath, the radial artery was ligated and confirmed flow to the hand via ulnar artery doppler. The blood loss was less than 250cc's. Surgical intervention was required. The procedure outcome was not completed. The event occurred intra-operative. Additional information was received on 30 nov 2022: the patient did not have calcification or tortuosity noted in the contrast runs that could have contributed to the sheath getting stuck.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.